Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 293 mg/dl. The customer stated that her blood glucose was 93 mg/dl in the morning, and she was at 268 mg/dl when she did not eat anything. The customer stated that when she bolus and ate, her blood glucose reading was 668 mg/dl. The customer stated that her sugar can fluctuate for no reason. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.